Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 21-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: during investigation, the pump was returned with no evidence of moisture behind display. Moisture observed in the battery compartment. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. A leak was also found due to a crack at the top right corner between display lens and pump seal. Opened pump- moisture found on force sensor plate.